Event description:
Account states they are getting discrepant results on a pt sample for several analytes. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.